Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of a bd insyte¿ IV catheter it had a broken seal. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one representative sample in sealed packaging was returned for investigation. The sample was subjected to visual inspection. No abnormalities was observed on the packaging of the returned sample. The sample was subjected to water leak test and passed the test. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Investigation conclusion: the root cause cannot be determined.

Event description:
It was reported that before use of a bd insyte¿ IV catheter it had a broken seal. There was no report of exposure, serious injury or medical intervention.